Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the device was malfunctioning and displaying error codes upon powering on¿ was confirmed. The device event log/alarm history review showed error code 41786. The probable cause was internal battery. The internal coin battery was charged. Updated software and unit reset to standard configuration. The device passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the device was malfunctioning and displaying error codes upon powering on¿; during device evaluation it was found error code 41786.